Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air filled the arterial bloodline when the bd q-syte¿ luer access split-septum stand-alone device was connected to it, and upon inspection, the septum was found to be split. The following information was provided by the initial reporter: "the patient had his permacath aspirated (heparin lock removed) and then flushed with 10ml saline through the qsyte however on connection of the arterial bloodline, air filled the line and on inspection of the bung, the septum was split. A 2ml luer lock to remove the heparin lock and a 10ml luer lock to flush the lumen."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the two photos submitted for evaluation. The reported issue was confirmed upon inspection of the photos. Bd was not able to determine the root cause of the failure since the sample was not provided but based off the photo evaluation a possible cause was improper use of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that air filled the arterial bloodline when the bd q-syte¿ luer access split-septum stand-alone device was connected to it, and upon inspection, the septum was found to be split. The following information was provided by the initial reporter: "the patient had his permacath aspirated (heparin lock removed) and then flushed with 10ml saline through the qsyte however on connection of the arterial bloodline, air filled the line and on inspection of the bung, the septum was split. A 2ml luer lock to remove the heparin lock and a 10ml luer lock to flush the lumen."